Event description:
MFR rec'd report from co rep that a physician reported that the programming wand failed to program. Programming wand was returned for analysis. Analysis of the returned wand identified that the serial data cable had an intermittent conductor, which caused the reported problem.